Manufacturer narrative:
Additional information: d10. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-08999. It was reported that lead dislodgement and loss of capture were observed on the left ventricular (lv) lead. The lead was capped on (B)(6) 2020. During lead revision procedure, a new lv lead was implanted. When the pocket was being closed, loss of capture and lead dislodgement were noted on the new lv lead. The lead was retracted from the target site. After unsuccessfully attempt, the lead was explanted. The physician opted to plug the lv port of the device. The patient did not experience any adverse events before, during or after the procedure. The patient was discharged.